Manufacturer narrative:
Root cause: according to the surgeon, the likely root cause of the lens damage is attributable to the insertion device, where the plunger overrode the iol.

Event description:
Physician reports performing cataract surgery with attempted implantation of the ao60g intraocular lens. During delivery of the iol into the eye, the haptic footplate tore off. The original incision was enlarged in order to remove and replace the iol. A second iol was implanted successfully and the patient's prognosis is excellent. Reference MDR 1119279-2010-00016.